Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of suspect product update. G.9. Manufacturer report number corrected and reported under MDR for 3002037047-2025-00029. No more supplements report will be submitted under number 2028159-2025-00468. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens implantation, bubbles of viscoelastium were visible and the phaco tip was found to be occluded. The patient experienced a corneal burn in the right eye, resulting in a leaking wound, anterior chamber collapse, postoperative astigmatism, and corneal opacities. Sutures were required, and the procedure duration was prolonged. The patient current symptoms were improving.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).